Event description:
It was reported that the patient¿s blood glucose level rose to 20 mmol/l, 360 mg/dl between 4 and 24 hours of wearing the pod. The mother reported when they removed the pod, the cannula was out of the skin, but the adhesive was fine. The mother reported the cannula did not insert into the skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of cannula not inserted. The lot release records were reviewed, and the product lot met all acceptance criteria.